Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the needle of the abbott diabetes care (adc) device is stuck in the sensor. The customer stated the needle got stuck in the customer's skin. No symptoms were reported and the customer removed the applicator needle. There was no report of death or permanent impairment associated with this event.